Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted into emergency with capsule retention and was experiencing symptoms of nausea and abdominal pain. The retention was in the small bowel. The small bowel obstruction was possibly complicated by perforation. The patient had a CT scan last month which was normal but showed bilateral inguinal hernias containing bowel. However it did not look as if the capsule was in the groin. The retention was due to patient pathology not equipment or capsule failure. The patient was still in hospital at the time of report.